Event description:
It was reported that an ilet bionic pancreas exhibited an unresponsive touchscreen requiring multiple attempts to slide and produced an intermittent clicking sound, with plans to verify firmware currency and screen protector presence. Symptoms included no reported clinical effects. Outcomes included no reported impact on health, no alarms, and no hospitalization. Investigation included customer support troubleshooting and education. Investigation of this case revealed no confirmed device malfunction beyond the reported intermittent touchscreen responsiveness and clicking sound, and no user impact was identified for another user associated with the contact. It was concluded that the event was non-serious with no patient harm and that further evaluation would proceed upon follow-up with the user.